Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported before puncturing the PICC catheter, the catheterization technician checked the product for integrity and found that the front end of the mst was torn and the sheath was damaged, resulting in additional consumption of consumables.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer sheath tip was confirmed but the cause is unknown. A single photograph of a microintroducer/dilator/sheath was returned for evaluation. The dilator was inlaid within the sheath and the sheath had not been peeled. Evidence of use was seen on the sample, including residual material within the lumen of the dilator. Two areas of damage were seen on the leading edge of the sheath. The sheath material appeared slightly bunched in these regions. The exact cause of the damage could not be determined from the returned photograph. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. This complaint will be recorded for future trending and monitoring purposes.